Event description:
It was reported that during a gastric sleeve procedure, on the first firing of the device the surgeon saw malformed staples. The device was reloaded, and continued to use to complete the procedure. There was no patient impact reported. The device was discarded.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. (B)(4).